Manufacturer narrative:
The device was evaluated. Device evaluation confirmed the reported event. A definitive root cause could not be identified. Reasonably known information suggest probable causes such as damage or deterioration of parts, stress, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for an unspecified image issue. During the device analysis, the service repair team indicated that the "image blacks out when bending section was manipulated". There was no patient involvement in this reported event.